Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00018. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-operatively.